Event description:
As reported to coloplast though not verified, patient implanted with altis mesh. Later, patient experienced pain, suffering, disability, impairment, loss of enjoyment of life and inability to engage in chosen and necessary activities.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.